Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) and spinal pain. The rep reported that the patient¿s ins was replaced due to premature battery depletion and multiple occurrences of battery overheating while charging. The rep reported that the healthcare provider (hcp) believed that the overheating may be related to placement of the battery in the patient¿s left buttocks. The rep reported that the hcp created a new pocket superior to the old pocket just above left iliac crest and below the 12th rib. The rep reported that they couldn't completely rule out battery issues so the hcp made the decision to replace the battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative. It was reported that the device had been returned for analysis. The battery replacement and pocket revision was done. The patient had not started using her device, she was on post op day #3 at the time of the report. Her follow up was on (B)(6) 2017 and the hcp was going to complete a wound check prior to her using the stimulator and recharger. Patient's weight information was asked but was not going to be made available to the manufacturer. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial#(B)(4)) revealed no significant anomalies but had reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The ins explant was reported also in regulatory report # 3004209178-2019-10916.  No further updates will be reported in that reg report.  All future updates to this event will be via this regulatory report (3004209178-2017-18289).

Event description:
Additional information was received from the patient. They reported that they were thinking their device was explanted and the pocket revised because their body had rejected the device. No further complications were reported or anticipated.